Manufacturer narrative:
(B)(4). The actual complaint sample was not returned for evaluation; therefore, ten pieces of the same catalog number in current production at the manufacturing facility were taken to test the reported defect. No defects were found on the samples. Leak testing was also conducted and all samples passed the test. In the current manufacturing procedure, 100% leak testing is conducted at the assembly area; therefore, any defects would be detected prior to release. The reported complaint could not be confirmed as the actual sample was not returned for evaluation. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the device did not pass the leak test.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device did not pass the leak test.